Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in (B)(6) 2021 to treat bile duct leak without transection. At 27 days post-procedure, the patient underwent planned stent removal as it was no longer needed. Biliary stricture was noted at removal, specified as stent-induced narrowing. This was noted as related to the study stent, not related to the procedure or other condition. The site noted ¿from ercp report: "there was a mild narrowing in the bile duct at the level of the cystic duct take off. This measured about 3mm in length. Likely related to previous biliary stent. This is benign and no intervention is needed." No additional hospital records available after removal, unknown if/when narrowing resolved.¿ additional procedures performed at the same time as the study stent placement: pancreatic stent placed for pancreatitis prophylaxis sphincterotomy. Patient outcome: this event is noted as unresolved at time of death or study exit. Data collection includes stent indwell time. This is the only ae reported. The patient has exited the study.

Manufacturer narrative:
Device evaluation: 1 unit lot number c1852957 of clso-10-7 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the pmcf study (B)(4), (B)(6), biliary stricture. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-10-7 device of lot number c1852957 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: ¿this device is used to drain obstructed biliary ducts¿. There is evidence to suggest that user did not follow the instructions for use and/or label. Abnormal use was identified as the device was used for bile duct leak. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. A definitive root cause of abnormal use where a biliary stent was used for bile duct leak. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. The investigation findings concluded that a definitive cause was identified. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. A definitive root cause of abnormal use where a biliary stent was used for bile duct leak. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-may-2025.